Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the control board of the drawer was faulty. The field service engineer replaced the control board to address the issue and verified proper access to the drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer experienced a malfunction that was not identified on the bus. The user was unable to remove or issue medications to the patient due to the malfunction, which caused a delay in the dispensing procedures. There were no adverse events or injuries reported based on this incident.